Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 9 mg/dl. Customer treated with three glucagon injections. Customer treated with glucose tablets. Customer stated that her heart stopped for 30 seconds. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-80265.